Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a procedure performed on (B)(6) 2025. During the procedure, the distal end of the stent would not deploy but the proximal end did. The stent was removed from the patient partially deployed. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.